Manufacturer narrative:
The electronic log file as well as the replaced motor was available for investigation. The reported symptom could be reproduced by means of the recorded information. The motor was then tested in the lab and it turned out that rotation of the motor could not be started without applying additional mechanical forces. An abraded collector disc was identified as the root cause. According to the log entries, the motor had run for nearly 63.939 hours since 2008. The device detected the motor failure and reacted as specified for this situation as it automatically switched to man/spont and generated a corresponding visible and audible ventilator fail alarm. In such a case, manual ventilation, agent delivery and monitoring remain available to continue the case. The number of similar cases is considered acceptable. The motor was replaced. Further actions are not required.

Event description:
.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, the machine started alarming for mv low and then automatic ventilation stopped and the machine alarmed for 'vent fail'. There was no injury reported.